Event description:
Upon insertion of the wire through the introducer resistance was felt. The wire was then pulled and it was noted that the inside wire had come through the outer coating. The device was removed and replaced. The pt is reported as fine. The device is being returned.